Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged and bent from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used. The cannula was bent. The patient's blood glucose (bg) values reached 169 mg/dl.